Event description:
Medtronic received information that unexpected battery power loss occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Retainer ring = black. On 09/12/2021 the customer alleged power loss alarm. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with cracked case above arrow and battery icon identified during the visual inspection. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history found power loss alarm on 09/11/2021 at 13:20:23; also, found: failed battery test alarm: on 08/26/2021 at 13:04:45, 13:05:36. Replace battery alarm: on 08/27/2021 at 13:59:00, on 08/28/2021 at 11:04:00, on 08/29/2021 at 09:01:00, on 08/30/2021 at 06:07:00, on 08/31/2021 at 03:23:00, 03:33:00, on 09/02/2021 at 21:11:00, on 09/03/2021 at 20:20:00, on 09/04/2021 at 18:12:00, on 09/05/2021 at 15:40:00, on 09/06/2021 at 14:09:00, 14:19:00, on 09/07/2021 at 11:59:00, on 09/08/2021 at 09:52:00, on 09/09/2021 at 07:40:00, on 09/10/2021 at 05:08:00, on 09/11/2021 at 11:44:00, on 09/12/2021 at 11:34:00, on 09/13/2021 at 08:21:00. Low battery alarm: on 08/26/2021 at 13:05:36, on 08/27/2021 at 11:29:00, on 08/28/2021 at 08:36:00, on 08/29/2021 at 06:39:00, on 08/30/2021 at 03:49:00, on 08/31/2021 at 01:06:00, 22:47:00, on 09/01/2021 at 20:50:00, on 09/02/2021 at 18:42:00, on 09/03/2021 at 17:53:00, on 09/04/2021 at 15:45:00, on 09/05/2021 at 13:17:00, on 09/06/2021 at 11:48:00, on 09/07/2021 at 09:35:00, on 09/08/2021 at 07:32:00, on 09/09/2021 at 05:29:00, on 09/10/2021 at 02:49:00, on 09/11/2021 at 09:19:00, on 09/12/2021 at 09:15:00, on 09/13/2021 at 06:07:00. Insert battery alarm: on 08/26/2021 at 13:05:58, on 08/27/2021 at 13:59:40, on 08/28/2021 at 11:04:33, on 08/29/2021 at 09:03:28, on 08/30/2021 at 06:08:03, on 08/31/2021 at 03:37:52, 23:56:54, on 09/01/2021 at 22:16:12, on 09/02/2021 at 21:12:28, on 09/03/2021 at 20:35:29, on 09/04/2021 at 18:12:44, on 09/05/2021 at 15:40:42, on 09/06/2021 at 14:19:39, on 09/07/2021 at 12:03:36, on 09/08/2021 at 09:55:48, on 09/09/2021 at 07:41:02, on 09/10/2021 at 05:08:52, on 09/11/2021 at 11:44:48, 13:09:23, 13:19:00, on 09/12/2021 at 11:35:53, on 09/13/2021 at 08:23:23. Pump passed self test, active current measurement and displacement test, however failed the sleep current measurement due to high impedance. No unexpected power loss, failed battery test, low battery, nor insert battery alarms during testing. Customer alleged for power loss alarm was confirmed. Charge/battery lasts less than expected was confirmed due to high impedance during sleep current measurement. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.